Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that during deployment it was difficult to release the filter which resulted in filter tilt. The filter was left in the patient. During four months in place the filter had self-centered and was retrieved without complications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information it is unknown what caused the filter to tilt. However excessive tension during deployment could have prevented the filter from being released in first attempt and consequently resulted in filter tilt when it was released from the introducer. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Article: ¿lyon et al. Similarly found the secondary arms to improve self-centering of the cook celect filter with 18 of 58 filters tilted at implantation having lesser degrees of tilt at retrieval.¿ blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect filter investigation is still in progress.

Event description:
Description of event according to article: celect ivc filter tilting during deployment making it difficult to retrieve: self-centering of the cook celect inferior vena cava filter. ¿during the initial deployment of the filter, there was difficulty in releasing the filter resulting in approximately 17° of medial tilt¿. The filter had self-centered itself enabling the physician(s) of retrieving it after four months. The authors also cite another study featuring gunther tulip, which indicates same issue of tilting: factors affecting cook gunther tulip and cook celect inferior vena cava filter retrieval success. ¿¿ it was demonstrated that the most significant factors for retrieval failure were failure to snare the hook and failure to advance the sheath over the filter, with 8 of the 44 failed retrievals attributed to excessive tilt of the filter."